Event description:
It was reported that the footswitch was stuck in on position and constantly shooting. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console or components were not returned for analysis. However, according to the parts order line, the reported allegation of stuck in on position was confirmed, the footswitch was damaged. This malfunction found could have affected the device performance leading to the event experienced by the customer. Based on available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the footswitch was stuck in on position and constantly shooting. There was no patient involvement.